Event description:
It was reported that posterior capsule rupture occurred upon insertion of an li61aov into the pt's right eye, suing an ez-28b inserter. Another lens was implanted with no problem. According to the surgeon the most likely cause of the event was pt's posterior capsular weakness. No add'l info has been provided. Please ref MDR # 1119279-2012-00098 for the delivery device.

Manufacturer narrative:
The lens was not returned to bausch+lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.